Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was registering as "high" on their device, though no specific value was known. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections and was able to resume insulin delivery without third-party assistance. There was no need for additional help, and the case was closed by technical support.